Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter (onetouch verio2) read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "114mg/dl" with the subject meter and "80mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.